Event description:
It was reported that the device exhibited supraventricular tachycardia and vt episodes. Patient reported to be symptomatic and received antitachycardia pacing therapy. The physician believes that the patient has af with rapid ventricular response, as well as intermittent instances of true vt within the episodes. Programming changes were made and patient¿s medication was increased. Patient had shortness of breath but was in stable condition. No further episodes have been seen and patient remains in sinus rhythm.